Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's radiofrequency (rf) head connector was loose. It was also indicated that the programmer had broken keyboard hinges, a broken latch tab on the power cord door, and the screen would not stay in position. The programmer was to be scrapped. (B)(4).

Event description:
It was reported that the radiofrequency head port of the programmer was bad. Different head were tried with the programmer but were unable to interrogate devices. After the connection was manipulated, the programmer and head were able to make contact. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.